Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she had no problems with her bladder since her device was implanted. The patient stated her dog jumped on her and she now had a tingling and pain through her left leg and incontinence. The patient stated she tried turning it up on (B)(6) because she was incontinent for 6 hours, and none of her medication was helping her. The patient stated she was not feeling stimulation in the normal area. The patient noted she went to the emergency room (ER) on (B)(6), where they tested her urine and found there was no infection, but in the end only asked what kind of pain medical she wanted as they did not know how to assist her because of her device. The patient stated they were on the phone with the healthcare professional (hcp) and the hcp asked her to try turning the stimulation up and changing the programs. The patient noted they had an emergency appointment with the hcp on (B)(6). The patient stated on (B)(6) they had tingling and pain through her left leg and they were incontinent for 6 straight hours on (B)(6). The patient also stated she saw the sync with device screen on her patient programmer. Patient services walked the patient through how to get past the sync screen while on the phone with the patient and then the patient confirmed they were seeing the battery low screen for her patient programmer. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was seen in the office on (B)(6) 2017 by the hcp for evaluation.